Event description:
It was reported that (4) devices were used during a laparoscopic hernia repair. It was reported by the affiliate that the ems devices do not fire and the other two, the staples do not advance (feed). Another instrument was used to complete the case. There was no consequence to the pt.